Manufacturer narrative:
Bard peripheral vascular as the distributor of this product filed an emdr on behalf of the legal manufacturer (perouse medical) for the alleged breach of sterile barrier. A decision was made by to file on behalf of perouse as a precautionary measure. The registration number for perouse medical is #(B)(4). No hospital/medical records or medical images have been made available to the manufacturer. However, a photo of the device has been provided. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that an alleged crack was observed on the plastic packaging of the inflation device. There was no reported patient contact.

Manufacturer narrative:
Bard peripheral vascular as the distributor of this product filed an emdr on behalf of the legal manufacturer (perouse medical) for the alleged breach of sterile barrier. A decision was made by to file on behalf of perouse as a precautionary measure. The registration number for perouse medical is #3002504068. Manufacturing review: a manufacturing review was requested; at this time the results of the manufacturing review have not been provided by perouse medical. Conclusion: the device was not returned for evaluation. However, three photos were provided for review. A crack can be identified in each of the provided photos. Therefore, the investigation can be confirmed for a packaging issue. The definitive root cause for the reported event could not be determined based upon available information. Perouse medical believes the issue is related to a change in facility for the packaging of the device. Perouse medical is investigating the issue through a CAPA. A recall was initiated for all lots believed to be effected. Labeling review: the current IFU (instructions for use) states: warning: contents supplied sterile using ethylene oxide (eo). Non-pyrogenic. Do not use if sterile barrier is opened or damaged. Single patient use only. Do not reuse, reprocess or re-sterilize.

Event description:
It was reported that an alleged crack was observed on the plastic packaging of the inflation device. There was no reported patient contact.